Event description:
A talent converter stent graft system and an endurant stent graft system were implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. The vessel morphology was not reported. The patient's blood pressure was low (exact amount unknown) prior to the implantation of the devices. The physician elected to implant a talent converter and an endurant iliac extension emergently due to the ruptured aneurysm and hypotension. The stent grafts were implanted without issues however the patient's blood pressure did not increase. An angiogram revealed that there was a proximal type I endoleak. Another manufacturer's aortic cuff was implanted covering the renal arteries and modeled with a balloon; the patient's blood pressure still did not increase. The anesthesiologist reported that there was no carotid pulse and pressure was extremely low. The physician decided to end the case as the patient's blood pressure could not be restored and there was no further actions the physician could take to restore the blood pressure. The patient expired.

Manufacturer narrative:
(B)(4). Results: death. Anatomy related: ruptured abdominal aortic aneurysm. Treatment of a ruptured abdominal aortic aneurysm. Conclusion: anatomy related: ruptured abdominal aortic aneurysm. Treatment of a ruptured abdominal aortic aneurysm.